Manufacturer narrative:
Additional information: d10, h3, h6. H10: two (2) samples were received for evaluation. The other four (4) samples were not received and therefore, could not be evaluated. A visual inspection with the naked eye noted a small crack in the mouth of both plugs, one in each cap. The top and bottom of the wall were inspected and providone-iodine was identified in both cracks. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a crack on each of 6 minicaps which resulted in iodine leak. This occurred during an unspecified process step of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.